Event description:
Dr. (B)(6) surgeon that did the implant (B)(6), (B)(6) 2024 and dr. (B)(6) ent that adjusted the device, (B)(6), (B)(6) 2024 through present. Problems started almost immediately after activation on (B)(6) 2024 through (B)(6) 2026 when I stopped using the device. Tongue slamming the back of teeth for the first few months prevented me from sleeping, then adjustments made that corrected this issue, but cause neck spasms that prevented sleeping. Use of the inspire device did not improve my sleep apnea, but only made it much worse. Falling asleep at inappropriate times and brain fog have increased dramatically while using inspire. The device does not live up to its advertised claims.